Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure the package was damaged so the product could not be used. There was damage to the package that affected sterility of the product. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the sample was returned outside the outer box and had a cracked tray. The device was returned in good physical condition. The package design met industry design requirements for customary shipping and handling. The damage to the tray is the result of external and excessive handling. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.